Event description:
It was reported that a pericardial effusion was noticed post-procedure. The caller reported that the patient's blood pressure dropped following a cardioversion. The caller reported that the pericardial effusion was confirmed with ice (intracardiac echocardiography). The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that the patient's last known patient status was stable. The caller reported that the therapeutic/diagnostic bwi product in use was the soundstar catheter. The soundstar catheter will be sent back for analysis. The caller was advised to expect a return kit. A return kit was requested. The caller stated that the farawave generator was used for ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).